Event description:
It was reported to philips that the device will not discharge with hands free cable and 50 ohm load. There was no reported patient or user involvement and no adverse patient/user impact.